Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(6). Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-dec-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving intrathecal fentanyl 90 mcg/ml and hydromorphone 15 mg/ml via an implantable pump for non-malignant pain. It was reported that the patient had a catheter revision done today ((B)(6) 2023). The catheter was kinked up and they cut it on the distal anchor. It was unknown if the healthcare provider (hcp) 'tried to clamp it or hold it off or do anything prior to the procedure'. They removed the old catheter and put in a new catheter segment and everything 'looked great'. However, when healthcare provider went to aspirate, they couldn't aspirate from the catheter access port. Technical services reviewed that if hcp chose to prime the new portion of the spinal segment, then they could update the pump to minimum rate and try to re-aspirate in the office. Technical services sent the company representative the removing contents procedure as they planned to meet with the patient soon to remove the drug from their pump. The issue was not resolved through troubleshooting and would follow-up with hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that hcp heard through discussion that 30 cm had been removed during the case, but the documentation in the programmer said 13.6 cm were removed. The rep stated the physician might be performing a removing system content procedure today, but was concerned that the catheter volume programmed may not be accurate. The rep further stated that the hcp was also considering just programming the pump to minimum rate mode. The rep later called in the operating room (or) to verify system contents removal procedure. The rep stated the catheter length was 100.7 cm. Technical services reviewed calculations and steps to perform the procedure. The rep called again and reviewed that the doctor was able to do a full system removal today and the doctor decided on priming 0.175 ml of the 0.222 ml catheter.